Manufacturer narrative:
As of this report, the manufacturer's investigation remains ongoing to determine an exact cause of these reported events from the same end-user. As the firm awaits the return of the involved products, preliminary analyses indicates that a tear occurred at the juncture between the blue elastoflex and poly seal materials of the stericovers. The firm has performed extensive mechanical testing on product inventories and believes that these are isolated occurrences. No other reports of this nature for the stericover have been received. Further monitoring, investigation and analyses are ongoing for determining the exact root cause of these reported events.

Event description:
Customer reported of two recent events in which a "hole" developed in the sterile camera cover during an intraoperative arthroscopic procedure resulting in a breach of the sterile barrier. Contaminated equipment and instrumentation were removed and prophylaxis administered to prevent potential pt wound infection. In both events, no pt adverse effects were reported.